Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading at the time of the call was 156 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly and motor. No motor error alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.